Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or battery out limit alarm noted. No ramping numbers or scroll bar moving on its own noted during testing. The device had a cracked case on the lcd display window corners, cracked reservoir tube lip, cracked battery tube threads, and scratched lcd window. No moisture damage on electronic assembly or motor assembly during visual inspection. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was sprayed with water and then the numbers on the screen kept scrolling. Blood glucose value was 145 mg/dl. The customer did not recall receiving any alarms after the moisture exposure. The alarm history was checked and it showed a button error and a battery out limit alarm. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.